Event description:
Customer reports that during a case they took the initial fluoro and got an image. When they took the second image, the screen remained black. Completed case with another c-arm. Also they found the system was not taking x-rays. No pts were injured.

Manufacturer narrative:
The service rep checked the error logs. The logs indicate that the system was tracking to max technique during the problem. Could not duplicate the problem even when flexing all the cables and trying different physical orientations of the c-arm. He checked the interconnect cable wiring at the connection with the mainframe with no problems found. He erased the software nodes and reloaded all the software. System functions tested and found to be working as designed. Returned system to service.